Manufacturer narrative:
Reported event of low defib impedance was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of the device image indicated out of range lead impedance measurements during implant period. The lead impedance anomaly was reproduced during analysis. The device was cut open and anomalous transistor in the hybrid was found to be the cause of reported event. Correction: h2, h3, h11.

Event description:
It was reported that the high voltage lead impedance (hvli) was abnormal. It was discovered that the hvli would at times measure in the low 60s/high 50s but most of the time would measure 0 ohms. A dft functionality test of the right ventricular (rv) lead and monitor was performed and was successful. It was suspected that the lead could have shorted when measurements were taken or that the header could have had an issue itself. The implantable cardioverter defibrillator was explanted and replaced, the rv lead remained implanted. The patient was in stable condition.